Event description:
On (B)(6) 2013, (B)(6) of the cai clinical support staff was notified during an impromptu debrief of a th system explant that the pt experienced an la perforation. The surgeon indicated he felt that the cai device was at fault, but gave no details other than a negative personal opinion with no objective evidence in support. All case info other than his personal comments indicate a successful case with a very sick pt at admission. Case initially admitted to (B)(6) with implant performed there, but transferred to (B)(6), possibly for better support due to the medical difficulty of the case. (B)(6) is not currently an active tandemheart implant site or customer, but they did accept the transfer knowing the pt was on th support, and they requested equipment support from (B)(6). (B)(6) provided in-svc training to both day and night shift nurses on (B)(6). Currently, none of the physicians at (B)(6) appear to have taken the formal (B)(6) transseptal training course, and none of the clinicians have taken the tandemheart system training course.

Manufacturer narrative:
Additional info received on (B)(6) 2013 indicated that the pt experienced the perforated la when the staff rolled the pt for bathing. The personnel at (B)(6) had been in-serviced/ trained by (B)(6) per their request on (B)(6) 2013, just after accepting the pt transfer from (B)(6), (B)(6) training included the warning that pts with transseptal cardiac cannula in-place should not be moved unless necessary, specifically avoiding flexion of the hip and knee of the leg where the cannula was inserted into the femoral vein. Cai training and instructions for use clearly indicate that care must be taken when moving the pt to avoid possible movement of migration of the cannula tip.